Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited intermittent image. It was found that the video card was damaged and required replacement. There were no reports of patient involvement.